Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The catheter broke during the attempted removal. A second dermatome was req'd to remove tunneled catheter as it had become significantly scarred in place.